Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the membrane (bladder) of a large volume infusor had a hole and leaked into the bottle. The issue was noticed during setup. The device was filled with 4800mg fluorouracil (5-fu) and 5% dextrose (d5w ) to 230ml total volume. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between january 6-8, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a pool of fluid inside the device¿s bottle (at the bottom of the bottle) which suggested that a leak had occurred. The location of the leak was likely from the bladder crimp. The reported condition was verified. The cause of a bladder crimp leak may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.